Event description:
During an infusion of 5 fu, the nurse noticed leakage at the catheter exit site. The leakage stopped when the infusion was discontinued. The catheter was removed. No pt injury was reported to have occurred.